Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they just got out of the hospital following a triple bypass surgery [unrelated], and now their therapy is going very slow. The patient reported they (taken as healthcare providers (hcp)) are talking about removing the device so they can give the patient an MRI to determine if they are having strokes or anything else. Patient reported they previously had not used the device in a while, noting since june, because their son moved their room around to paint and they couldn't find it (taken as an external device). Patient is calling for advice on how to proceed and inquiring if a rep should be involved. Background noise from another person was heard, possibly stating "gotta do what ya gotta do, get it working to be sure" but it is unknown if this is referring to the implant/external device.